Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files corresponding to the case event date were reviewed and no error codes were identified. In conclusion, the reported issue was not observed in the data files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012327418 was returned and analyzed. Visual inspection was performed and the catheter appeared intact without any visible issues. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. High magnification optical inspection revealed a twisted pebax tube on the spiral array. X-ray imaging confirmed the presence of entangled electrode wires in the shaft. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the loop catheter failed the returned product inspection due to entangled electrode wires and a twis ted pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulse select catheter, vein isolation was unable to be achieved despite multiple ablation attempts per vein, with four separate attempts made without success. After each attempt, remapping was performed using another manufacturer's mapping catheter. Questioned whether or not the catheter was delivering energy appropriately. The case was switched and completed with radiofrequency ablation. No patient complications have been reported as a result of this event.